Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect and the insulin gauge was inaccurate. Customer reloaded cartridge to correct the insulin gauge reading and tandem technical support assisted customer with correcting the time. Customer's blood glucose was 100-200 mg/dl.